Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated there is crack on the top right side of the lcd screen. The customer was advised that the device would be replaced. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer reported the alarm was resolved by a complete set change. The customer is unable to troubleshoot at time of call because it is past event. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 600 mg/dl. The customer was admitted to the hospital.